Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional and a manufacturing representative. It was reported that the cause of the oor and inappropriate battery depletion remains unknown. The patient¿s healthcare provider (hcp) is planning on replacing the ins, although the surgery date as not been set.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The rep reported that the patient saw an elective replacement indicator (eri) message on their patient programmer over the weekend, however the battery voltage was reading 2.83v. The rep reported that the patient's impedance measurements were fine. The hcp reported that the patient's ins usage was 100% so the therapy had not been off. The hcp reported seeing an out of regulation (oor) screen on the clinician programmer the hcp reported that the patient had also seen an oor screen on the patient programmer over the weekend. The hcp reported the following battery longevity calculations: right side: 9+8-, 4.2v, 90us, 130hz, 914 ohms left side: 1+0-, 4.2v, 90us, 130hz, 1112 ohms 24/7 use: 2.04 years to eri, 2.29 to end of service (eos) the hcp reported that the eri screen was seen after about 6 months. The hcp reported that patient reported intermittent feelings of surging and return of tremor on their left side. The hcp reported that based on the longevity calculations the eri did not seem appropriate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the battery had reached normal end of line with telemetry and output ok. If information is provided in the future, a supplemental report will be issued.